Event description:
The accounts maintenance stated when he presses forward on the intellidrive handle it wants to run backwards and will never move forward. He isolated the handles and has the same issue.

Manufacturer narrative:
The account has not completed the repairs.